Manufacturer narrative:
The customer returned test strips of lot 43002215 for investigation. The returned test strips were measured with reference meters using liquid qc of a high level in comparison to re-calibrated master lot on an internal reference meter. Testing results (qc range: 2.6 - 3.2 inr): qc 1: 3.0 inr (customer strip), qc 2: 2.9 inr (customer strip), qc 3: 2.9 inr (retained strip). The maximum difference between measurements was 11.5 %. The obtained qc results were in the allowed range. No error messages occurred during investigation. The returned material and the retention material meet specifications.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek inrange meter serial number (B)(4). The result from a laboratory using stago neoptimal reagent was 2.65 inr. The result from the meter using strip lot 43002215 was 3.5 inr. On (B)(6)2020, the laboratory result was 2.51 inr and the meter result using strip lot 46588222 was 3.3 inr. The therapeutic range was 3-4 inr.